Event description:
It was reported that the home patient (hp) had air in the tubing on the homechoice (hc) during initial drain, the hp was connected. The hp said that he was not draining like he usually did and observed small bubbles. The technical service representative assisted the hp with ending the therapy and advised the hp to dispose of current supplies and start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4).. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.